Event description:
It was reported that a large volume infusor was leaking from the tubing. This issue was described as, ¿the delivery tube leak¿. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4 expiration date : update to ni. H4: the lot was manufactured between february 14-16, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.